Manufacturer narrative:
(B)(4).

Event description:
It was reported "during a routine ward inspection, the patient was observed changing position independently. The catheter was disinfected, and the external portion was adjusted appropriately. The patient was instructed to strictly immobilize the lower limbs. At approximately 15:58, a small amount of pink frothy fluid was noted in the iabp inflation tubing, raising suspicion of possible balloon rupture. At 17:50, with coordinated efforts from the medical staff, the iabp balloon was removed. The patient reported no discomfort following the procedure. The puncture site on the right lower limb was bandaged with pressure. Currently, the patient's heart rate is 75 beats per minute, and blood pressure is 118/78 mmhg. Close monitoring is ongoing". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Please disgreguard the previous follow up requesting a retraction of this complaint file. This complaint is valid and will remain in process.

Event description:
It was reported "during a routine ward inspection, the patient was observed changing position independently. The catheter was disinfected, and the external portion was adjusted appropriately. The patient was instructed to strictly immobilize the lower limbs. At approximately 15:58, a small amount of pink frothy fluid was noted in the iabp inflation tubing, raising suspicion of possible balloon rupture. At 17:50, with coordinated efforts from the medical staff, the iabp balloon was removed. The patient reported no discomfort following the procedure. The puncture site on the right lower limb was bandaged with pressure. Currently, the patient's heart rate is 75 beats per minute, and blood pressure is 118/78 mmhg. Close monitoring is ongoing". The patient's current condiion is reported as "fine".

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 24 feb 2026 should be retracted.

Event description:
It was reported "during a routine ward inspection, the patient was observed changing position independently. The catheter was disinfected, and the external portion was adjusted appropriately. The patient was instructed to strictly immobilize the lower limbs. At approximately 15:58, a small amount of pink frothy fluid was noted in the iabp inflation tubing, raising suspicion of possible balloon rupture. At 17:50, with coordinated efforts from the medical staff, the iabp balloon was removed. The patient reported no discomfort following the procedure. The puncture site on the right lower limb was bandaged with pressure. Currently, the patient's heart rate is 75 beats per minute, and blood pressure is 118/78 mmhg. Close monitoring is ongoing". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "possible balloon rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "during a routine ward inspection, the patient was observed changing position independently. The catheter was disinfected, and the external portion was adjusted appropriately. The patient was instructed to strictly immobilize the lower limbs. At approximately 15:58, a small amount of pink frothy fluid was noted in the iabp inflation tubing, raising suspicion of possible balloon rupture. At 17:50, with coordinated efforts from the medical staff, the iabp balloon was removed. The patient reported no discomfort following the procedure. The puncture site on the right lower limb was bandaged with pressure. Currently, the patient's heart rate is 75 beats per minute, and blood pressure is 118/78 mmhg. Close monitoring is ongoing". The patient's current condition is reported as "fine".